Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that a hair-like foreign body was found in the vacuum package of the 4.5 healix ti 3suture anc w/oc device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to us cq for evaluation and images of the received products were provided to jnj neuchatel site for evaluation. Visual analysis of the returned sample revealed that the hair is present between outer shrink wrap and outside package. The product is out of its original box from the johnson neuchatel site. The packaging has been handled outside the neuchatel site since labels (which are not from the neuchatel site) have been glued on the outer package. The dimensional inspection was not performed as it's not pertaining to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed 4.5 healix ti 3suture anc w/oc. No definitive root cause can be established as it can be confirmed that the complaint condition did not happened at johnson neuchatel site. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 222271; lot number: 6l84339; manufacturing date: 31-mar-2020; expiry date: 28-feb-2023; quantity: (B)(4) each; release date: 17-apr-2020. There was no non conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.